Event description:
A pt received reddened burns to his left foot during a magnetic resonance examination of his right foot with a surface coil. The left foot was wrapped in a film bag which was constructed of metal foil. Apparently the material surrounding the film bag caught fire, causing the burns to the foot and toes.